Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processing computer was replaced, the video cable was measured and the 12 vcc camera was checked. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system displayed a camera error message and would not display images. No patient injury was reported.